Event description:
It was reported that during follow-up in clinic, unspecified device reset alert was observed. The device appeared to be functioning normally and as programmed, with no reset parameters in effect. Loss of data was also noted, the impedance monitoring was missing. Programming changes were recommended. The physician elected not to perform the programming changes due to the possible loss of output during the update. The patient is completely pacemaker dependent. No further information was provided.